Event description:
It was reported that during a carotid stenting treatment procedure, removal issues occurred. The 90% stenosed target lesion was located in the moderately tortuous left common carotid artery extending to the internal carotid artery. A filterwire ez 3.5-5.5 190cm pv was advanced and expanded. A 10x24mm carotid wallstent was advanced and deployed to treat the target lesion. The stent was considered to be well positioned and well apposed. Post dilatation was performed with a non-bsc balloon catheter. The physician then attempted to retrieve the filter; however, the wire torquer was loose and did not work "well" and the physician was unable to withdraw the wire "properly." The physician was unable withdraw the wire. The wire torque and wire were kept together. The filter was able to retrieved into the wire "very carefully". The procedure was considered completed with this device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a carotid stenting treatment procedure removal issues occurred. The 90% stenosed target lesion was located in the moderately tortuous left common carotid artery extending to the internal carotid artery. A filterwire ez 3.5-5.5 190cm pv was advanced and expanded. A 10x24mm carotid wallstent was advanced and deployed to treat the target lesion. The stent was considered to be well positioned and well apposed. Post dilatation was performed with a non-bsc balloon catheter. The physician then attempted to retrieve the filter; however, the wire torquer was loose and did not work "well" and the physician was unable to withdraw the wire "properly". The physician was unable withdraw the wire. The wire torque and wire were kept together. The filter was able to retrieved into the wire "very carefully". The procedure was considered completed with this device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the wire torquer was returned intact by itself in a used white glove, it was packed inside a plastic bag and inside another plastic bag. The protection wire, the delivery sheath and the retrieval sheath were not returned. Blood was noticed on the outside of the wire torquer, and residue (likely from the procedure) was found inside the torquer and around the threads. There were no other issues or problems with the wire torquer. No cracks or damages were found. A functional test was performed using a known good filterwire device and the torquer attached to the wire with no problems. No looseness was observed. A sheathing/unsheathing test was successfully performed. No issues were found with the torquer's functionality. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)